Event description:
It was reported that a peritoneal dialysis (pd) transfer set had fluid flow with the twist clamp closed. The event was further described as ¿leak despite roller clamp being closed all the way." This occurred during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics as a precaution. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.